Manufacturer narrative:
Additional information: according to the recipient report, diagnostic imaging confirmed a partial active electrode migration out of the cochlea, most likely causing the observed non-auditory stimulation. In addition, in situ measurements show the three most apical channels with high impedance due to currently undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user is experiencing facial stimulation but no auditory stimulation on channels 11 and 12. The user also feels a current in the tongue on these channels. Re-implantation is recommended but has not been decided upon yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing facial stimulation but no auditory stimulation on channels 11 and 12. The user also feels a current in the tongue on these channels.